Event description:
Customer reports to have received a no delivery alarm during priming. Customer's blood glucose was 72 mg/dl. Customer was able to resolve the issue with reservoir and infusion set change. Customer declined to send reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).